Event description:
On (B)(6) 2012, the patient's programming history was reviewed. The patient was last programmed to output=2.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=3ma/magnet pulse width=250usec/magnet on time=60sec on (B)(6) 2011. A system diagnostics test was performed on (B)(6) 2011 which showed the device to be functioning properly with output=ok/lead impedance=ok/impedance value=2673ohms/neos=7.6years.

Event description:
On (B)(6) 2012, it was reported that the vns patient had a full revision surgery on (B)(6) 2012, due to a lead discontinuity. Good faith attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.